Event description:
It was reported that during a low anterior resection procedure, there was an air leak. The outer seal was replaced with a new one, and used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.